Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source octagonal mask image did not appear. The problem was resolved by wiping the scope connector with alcohol. This issue occurred during maintenance inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported issue could not be confirmed. During the inspection, it was observed that there was foreign material attached to the scope connector and there were rusted parts inside the device. Further information noted that rust has occurred in the cleaning equipment because strong acidic water is used at the facility. Based on the results of the investigation, it is likely that the image was temporarily abnormal due to the scope connector not being sufficiently dry, or there was foreign material adhering to the electrical contacts causing a poor connection with the scope. The issue can be detected/prevented by following the instructions provided in the operation manual: caution - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.